Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopic transcervical resection (tcr) procedure, the surgical team noticed that the loop wire at the distal end of the hf resection electrode had broken off and was missing. The fragment was not retrieved, since it was assumed that it was flushed out with irrigation fluid. The intended procedure was successfully completed with another hf resection electrode and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-02-04). The evaluation/investigation confirmed that the hf resection electrode is damaged and broken. The loop wire at the distal end is broken off completely and missing. Furthermore, there is charred stain at the remaining wire ends and the partially melted green wire insulation of both fork tubes, which are severely bent. The cause of this damage and the breakage of the loop wire is mechanical overload by the application of excessive force and long-term use of the hf resection electrode (date of manufacture: 08/2001). Therefore, this event/incident was attributed to abnormal use/off-label use in combination with exceeded service life. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.